Manufacturer narrative:
Patient identifier, age or date of birth, weight,ethnicity, race: not provided. No product lot number was provided and no sample was available. Without a lot number, expiration date and manufacture date could not be determined. A lot number was not provided. Without a lot number, no focused investigation of the batch record could be completed. A medical complaint history review was completed for 3m steri-strip¿ reinforced skin closures from march 1, 2020 to march 23, 2022. No trend was seen. Complaints will continue to be monitored.

Event description:
Received from (B)(6): an allergic reaction was alleged with use of 3m steri-strip adhesive skin closures that were applied post-surgically and covered with a dressing after a right total knee replacement. Nine strips were applied and removed when blister(s) developed. A pre-surgical alcohol body wash and a skin preparation with alcohol and chlorhexidine gluconate were applied. Four days after the surgery, the patient was transferred to a rehabilitation hospital, and drainage was observed around the dressing. The dressing was removed, and inflammation and swelling around the area was observed. The area was covered in betadine, a compression bandage was applied, and furosemide was prescribed along with antibiotics prophylactically. Iodine had been placed on the area and it was left open to the air after removal of the dressing ten days later. The skin fully healed. The patient was also seeing a physiotherapist. Due to the reaction with fluid around the knee, the patient alleged a setback with the rehabilitation that was planned and that there is less mobility in the knee.